Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is (B)(4).

Event description:
The international customer reported that the device alarmed and displayed battery failed when it was in use on a patient. There was no patient harm.